Event description:
Boston scientific received information that one day post implant the left ventricular (lv) lead became dislodged. Subsequently a revision procedure was performed where the lead was successful revised. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.